Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had keypad not working. This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h10: the device was received for evaluation. During functional testing, the reported problem 'keypad not working' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the keypad not function properly soft key (exit). The keypad is required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.